Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on 8015ls unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: confirm to tech. The error code 800.8000 on 8015ls unit, explain to tech what cause the issue is the unit get interrupt by other units that are not alaris units like cell phones, contruction in the area, another unit brought in the room that does not belong to us and also do not take unit into the MRI room, the error will come up for few seconds then go away, but if it keeps happen the error will come up and stay want go away, then you have to try and reflash software if flash fails next step replace main board on unit. Tech thank me fo rmy assist.